Event description:
Baxter reported, "a patient's adapter of the transfer set came off from the ti-adapter. The set was in use for 1 day." There was no patient injury or medical intervention associated with this incident according to baxter.